Manufacturer narrative:
The reported event occurred on an analyzer with serial number (B)(6). The investigation determined that the kit s201 t-scrn mpx v2.0 96t us-ivd assay was performing as intended. The discrepant results were attributed to the viral concentration of the reference material being near, at, or past the limit of detection (lod) of the assay. Internal controls, positive controls, and negative controls for the us-ivd kit demonstrated robust and sigmoidal growth curves, confirming proper assay functionality. No changes to the software or assay design were identified that would alter the expected results for samples with the observed cycle threshold (CT) values. The assay was confirmed to be operating within specifications.

Event description:
The initial reporter alleged discrepant results when using the kit s201 t-scrn mpx v2.0 96t us-ivd assay on the single server pdm g10 230 v instrument. The customer was validating the us-ivd version of the kit s201 t-scrn mpx v2.0 96t assay against the ce-ivd version of the same assay using external commercial reference material from bioqc. When using the ce-ivd kit, the customer observed reactive results for the reference material for hepatitis c virus (hcv) with a cycle threshold (CT) value of 44.8 and for hepatitis b virus (hbv) with a CT value of 36.2. Both results showed late, minimal amplification in the target growth curves. When using the us-ivd kit, the same reference materials were non-reactive for all targets.